Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, when the staff switched on the cs300 intra-aortic balloon pump (iabp) routinely, the upper screen displayed small points of shadow. There was no patient involvement reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the upper screen has small points of a shadow. Asked end user of making a quotation and the end user replied, no need to repair. The device passed all functional and safety tests according to factory specifications. The device was safe and returned to customer for clinical use.